Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Proximal and middle sections of the stent were damaged; stent struts were lifted from the stent profile and pushed in a distal direction. Crimp markings were evident on exposed balloon indicating correct positioning and crimping of the stent prior to the complaint incident. The crimped stent od(outer diameter) of the undamaged distal portion of the stent was measured and within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 146mm distal to end of strain relief and multiple hypotube kinks, consistent with device manipulation and the application of excessive force while having difficulty crossing a lesion. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08feb2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm in length, concentric target lesion with a lesion bend between >45 and <90 was located in the mildly tortuous, mildly calcified and 3mm in diameter right coronary artery (rca). A 3.00x28mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage and hypotube break.